Event description:
Initially, the customer alleged "for years" they have set the cidex opa disinfect cycle for one minute instead of five minutes. The facility uses multiple scopes by multiple manufacturers. The cidex opa was used with a non-asp scope washer. The scopes were prewashed with detergent and rinsed before placing them in the scope washer. Subsequently, the customer stated: the issue was not with cidex opa but with the aer unit; an extensive investigation relating to possible pt infection is in process; the facility requested dr. (B)(6) to consult the issue, the customer was not able to provide the number of aers involved; the customer stated the risk to pt reaction is low. At this time, there have been no reports of adverse effect. If and when additional info is obtained from the customer, additional medwatch report(s) will be submitted. The customer further stated, "we do not believe there was pt harm. We have discussed this and reviewed literature on the efficacy of cidex opa at one minute, 25 degrees celsius."

Manufacturer narrative:
Device: (B)(4) - incorrect disinfect time - (B)(4).

Manufacturer narrative:
Additional information: on (B)(4) 2009, a labeling update letter was sent to all automated endoscope reprocessor (aer) customers to reinforce the importance of properly setting the disinfectant cycle time when using the asp aer and to remind users to observe the illuminated temperature light during the cycle. While these procedures below are contained within the asp aer user's guide, asp is highlighting these instructions to reinforce that endoscopes should be processed according to the disinfectant manufacturer's instructions for use. Failure to follow these instructions could result in improperly disinfected endoscopes. Asp has received user reports about improper times set for each disinfectant cycle. The up/down arrow buttons on the system are used to set the disinfect time for each disinfectant cycle. Always verify that the disinfectant manufacturer's required disinfect time is selected before starting each processing cycle. The temperature indicator light to the left of the disinfect time arrows should be lit during the disinfect cycle to indicate that the disinfect temperature is 25° c. If this temperature, (25° c), is required by the disinfectant manufacturer's instructions for use, make sure the temperature light is illuminated prior to starting a disinfect cycle. Enclosed with the letter was a new label(s) to be affixed immediately to the asp aer unit(s) in the customer facility. The labels serve as a constant reminder to operating personnel to verify the two instruction steps described above. The letter arrived at the facility on (B)(4) 2009.

Manufacturer narrative:
Asp investigation summary: the investigation included a health hazard evaluation, system hazard use and misuse analysis, and a corrective and preventative action plan. The hhe (health hazard evaluation) was reviewed for shorter disinfect time issues on the aer and the hazard/risk index was 6 which indicates the associated risk is low. The shuma (system hazard use and misuse analysis) was also reviewed and the risk for patient infection due to improper soaking (improper exposure time) was 4 which falls under category ii, or alarp (as low as reasonably practicable). A CAPA (corrective and preventative action plan) was opened to address the issue of short disinfect time in the aer. Cidex opa solution was indicated as a concomitant product. However, since the customer reported that the issue was not with the cidex opa, but with the aer, no evaluation of the cidex exposure is required. Medical review was performed for this issue. As cidex opa has FDA clearance for 5 minutes at 25 degrees celsius, asp cannot recommend that the product be used for less than the recommended time. The cidex opa IFU (instructions for use) also states the same recommended disinfection time and temperature. The customer was sent the cidex opa technical information.